Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with cracked display window and protruded/loose drive support disk.

Event description:
It was reported that the insulin pump accidentally was dropped on the floor and the case is cracked as well the drive support cap is damaged. No further information was provided.